Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, we believe that the use of a high-energy instrument without sufficient distance from the distal end may have led to the burning of the distal cover. We could not specify the root cause of the suggested event. Inspection method for the suggested event is described in the instruction manual (operation manual) for gif/cf/pcf-290 ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the plastic distal end cover of the gastrointestinal videoscope was burnt. There were no reports of patient involvement.